Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had a bad reaction to the tape, and had to seek medical assistance. The customer also reported that she was in a car accident yesterday after passing out at the wheel. The customer was hospitalized due to the accident. Nothing further was reported.